Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the svc ctr. A review of the last programming on the device history indicated that on (B)(6) 2013 at 1105, line a was programmed to deliver at a rate of 999 ml/hr, with a vtbi (volume to be infused) of 416.3 ml, for a duration of 25 minutes, and the delivery was started. Between 1123 and 1125, a n232 (prox air a, backprime) alarm occurred twice and the device was turned off. Between 1126 and 1219, the device was turned on 3 times and off 2 times, and backprimed started and stopped 3 times. At 1220, the device was programmed to deliver a vtbi of 20 ml, at a rate of 250 ml/hr, for a duration of 9 minutes and the delivery was started. At 1229, the delivery was completed. At 1230, the device was turned off. A review of the device history indicated the device delivered as programmed. This report represent all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of infliximab, with a vtbi (volume to be infused) of 25 ml, with an unspecified incremented increase of the vtbi for a duration of 2.5 hours. No further programming parameters were provided. After an unspecified length of time, the device was programmed to deliver at a rate of 999 ml/hr, with a vtbi of 109 ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported an unspecified alarm occurred and it was noted the container was empty instead of the expected 300 ml volume remaining. The device was removed from the clinical svc. There was no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.